Event description:
We purchased a (B)(6) bedwetting alarm from the (B)(6). Little did we know that it abruptly overheats, which lead to burns on my (B)(6) daughter's neck and shoulder. We've visited our family dr for help. The FDA needs to look into this matter now. (B)(6). FDA safety report ID# (B)(4).